Event description:
It was further reported that vascular access was obtained via the right femoral artery. The lesion was not an instent restenosis, but was severely calcified. There were no difficulties encountered during balloon deflation. The balloon catheter was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the right anterior tibial artery (ata). During the first inflation of a 1.5mm x 20mm x 142cm sterling es balloon catheter, a balloon rupture occurred. To what atms and the number of inflations is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.